Manufacturer narrative:
Additional information received on 2015-04-02 from (B)(4) (field service tech): "I believe the hospital technician that called in for service was miss informed regarding "unit shut during warming". The unit was unplugged, not in use, in a storage room for months. The valves I replaced were completely corroded and "frozen", not functioning." Please see (B)(4) for ""frozen", not functioning".

Manufacturer narrative:
The reported issue: "customer stated that the unit is not warming up, it will start working and then shut off. Could not be confirmed. Please see complaint (B)(4) (8010762-2015-00357) for "frozen" not functioning.

Event description:
Description from the customer report: "customer stated that the unit is not warming up, it will start working and then shut off. No pt was involved. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device, maquet cardiopulmonary (B)(4). A maquet field service tech will investigate the unit. A supplemental medwatch will be submitted as soon as add'l info becomes available.